Event description:
It has been reported that a progav 2.0 valve (article number unknown) was implanted during a procedure at the end of (B)(6) 2025. The patient underwent a revision procedure at the end of (B)(6) 2025 due to incorrect positioning of the ventricular catheter. To date, we have only limited information about this case. We have requested further information and will publish it here as soon as we receive it. It is not known whether the product in question will be returned.

Manufacturer narrative:
Manufacturing site evaluation: based on the reason for the complaint (incorrect positioning of the ventricular catheter), a defect in the valve can be ruled out. A meaningful examination is not possible due to the lack of product/product information.

Manufacturer narrative:
Conclusion information to ensure that the valve functions properly, the ventricular catheter (the catheter inserted into the brain) must be free of blockages. According to the medical report, the catheter became blocked at the ventricular wall in (B)(6) 2025. In this case, the drainage holes are mechanically blocked, preventing fluid flow to the shunt. In such cases, there is no manufacturing defect, but rather a physical impairment of the placement that obstructs the flow. The decision to remove the entire system rather than simply repositioning the catheter is an independent decision made by the treating physician. The cardiac arrest that occurred after the surgery on (B)(6) is a systems-related medical complication. Clinically, the function of a hydrocephalus shunt system and a cardiac event of this type are not related, as both are inherent risks of complex surgical procedures. We would like to assure you that the device is of the highest quality worldwide and that the problems that occurred were related to the technical complexity of the operation and the clinical condition of the patient. Actions no further actions are required as a result of the complaint.